Manufacturer narrative:
Journal reference: deuschl et al. "A randomized trial of deep-brain stimulation for parkinson's disease" the new england journal of medicine; 2006; 355; 9; p. 896-908. No medwatch form was received from the user facility; therefore, information on the medwatch form 3500a was completed by medtronic with information from the article.

Event description:
Journal reference: deuschi et al. " a randomized trial of deep-brain stimulation for parkinson's disease " the new england journal of medicine; 2006; 355; 9; p. 896-908. This is a randomized-pair trial of 156 patients with advanced parkinson's disease and severe motor symptoms. The study compared neurostimulation (deep brain stimulation) with medication. A number of neurostimulation patient complications were reported. The adverse events reported included one patient expiring due to a pneumonia after six weeks.